Event description:
Tap-it was reported that 210 days after implantation of a 3.50x8 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the ostial/proximal right coronary artery (rca). A pre-intervention "shelflike" stenosis of 80% was reported. The vessel was reported not to be tortuous or calcified. After balloon dilation, 3.50x8 mm taxus stent was deployed in the lesion. A post-intervention stenosis was reported as "no residual." The patient received heparin during the procedure and aspirin, plavix and integrilin after the procedure. The patient was reported to have had no complications and tolerated the procedure well. The patient presented 210 days later after the initial procedure with an 80% in-stent restenosis in the rca. After lesion was pre-dilated with a 3.5x10 mm cutting balloon, a cypher 3.5x8 mm was deployed in the restenosis region. The lesion was reduced "no residual" and a timi grade iii flow. The patient was reported to have had no complications and tolerated the procedure well. Patient status was reported as "satisfactory/good."